Event description:
Spontaneous communication from the patient's girlfriend who reported that the patient's infusion was due last night and the pump broke again. The patient received a new pump 2 weeks ago and broke again. The patient's girlfriend was advised to assess the pump "sib.jation" and to rewind at the end of the infusion. The patient's girlfriend reported that the patient follows the correct steps every time he infuses. The patient's girlfriend reported that when she puts the syringe inside the pump, it does not stay and backs out from the position. A new pump will be sent out and patient will schedule delivery of the new pump. There was no adverse drug event reported by patient the patient did not start his infusion on that day. The new pump was sent to the patient to infuse the medication on the next day. The product fault did not occur while in use and there was no clinical injury reported. The product lot number and expiration date are unknown. Reported to (B)(6) by pt/caregiver.